Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, evidence of shock overload conditions was observed upon interrogation on (B)(6) 2018. Moreover, rv coil continuity measurements were abnormal.